Manufacturer narrative:
Additional information provided by the hospital medical records indicated the patient had initially undergone a valve in valve tavr procedure (26mm sapien xt in a 27mm bicor hvt) via transfemoral approach. Approximately 3 years and eight months post valve implant, the patient presented to the emergency department with shortness of breath and chest discomfort. The trop was a little elevated and the plan was to treat the copd and rule out nstemi. One day after admission echo performed showed the patient had an ef of 40-45%, was severely dilated, severely hypertrophied lv, bioprosthetic valve in the artic position with mild stenosis and moderate to severe regurgitation (pvl and valvular), avmg 20.8 mmhg, ava 1.26cm2, mac with mod mr. Heart cath showed 2 vessel disease. The plan was for a possible CABG and savr. Two days after admission, a heart catherization was performed which showed 60% lad, mid rca 70%, and mod pulmonary htn. The patient was treated with diuretics and the patient was discharged home on pod12. Three days after being discharged the patient presented to the emergency department with increasing shortness of breath, chills and a productive cough with yellow phlegm. The patient also complained of general weakness and reported that he had fallen onto his backside earlier that day that resulted in lower back discomfort (CT ruled out any fracture or bleeding). A chest x-ray showed questionable right lower lobe infiltrate, and elevated white blood cell count, possible pneumonia. Antibiotics were started. The patient also reported an episode of chest pain the day prior which was relieved with nitroglycerin. Troponin was also elevated. EKG showed a ventricular paced rhythm with no evidence of ischemia. Renal function appeared to be worsening. The patient was also hypotensive and vasopressors were started. The patient was in possible septic shock. Tte performed two days after readmission showed an ef 35-40%, a mean av gradient of 17.7mmhg, a peak av velocity of 2.58 m/s and moderate ai. The next day the patient underwent a redo sternotomy, redo aortic valve replacement (explant of 27mm biocor and 26mm sapien xt, implant of 29mm magna ease), and CABG x2 with reverse svg to lad and reverse svg to pda. Per op note, upon explant of the xt valve, the surgeon stated the xt was implanted lower than the pre-existing bicor valve which caused the pvl. The patient was aggressively diuresed during his post-operative course and discharged in stable condition to a skilled nursing facility for rehabilitation on pod18. Per the instructions for use (IFU), paravalvular leak (pvl) and central regurgitation are potential adverse events associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. Although the exact cause of the worsening regurgitation is unknown, it is likely that it was caused by the low position of the sapien valve in relation to the bicor valve. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). Investigation is ongoing.

Event description:
As reported through the implant patient registry department, approximately 3 years and 8 months post valve implant, the 26mm sapien 3 valve was explanted and replaced with a 29mm surgical valve.